Manufacturer narrative:
This is one event(cardiovascular) for the same pt involving two separate products.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced hypotension, elevated bicarb levels, dizziness and a cardiovascular event on or about (B)(6), 2011 after the use of the product.